Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was post-paced t-wave over-sensing (pptwos). The patient was asymptomatic. No changes were implemented and the there were no consequences to the patient.

Event description:
Additional information received indicated the implantable cardioverter defibrillator (ICD) was reprogrammed, but the post-paced t-wave over-sensing (pptwos) persisted. It was noted that further changes will be made, however, the scheduled date for these changes to occur cannot be known due to hippa restrictions. There were no reported patient consequences.

Event description:
Additional information received indicated the patient presented in clinic where further successful programming changes were made to resolve the additional post-paced t-wave over-sensing (pptwos) noted on the implantable cardioverter defibrillator (ICD). There were no reported patient consequences.